Manufacturer narrative:
As reported in a research article, "case report: management of mechanical aortic valve thrombosis during pregnancy", an unknown 19mm st. Jude medical / abbott mechanical aortic valve was implanted in a 43-year-old female patient with a history of aortic stenosis in the presence of a bicuspid aortic valve on an unknown date. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some of the complications reported were unexpected medical intervention (medication), hospitalization, thrombus, aortic stenosis, incomplete coaptation w/ clarifier leaflet/cusp obstruction. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title ¿case report_management of mechanical aortic valve thrombosis during pregnancy".

Event description:
The article, "case report: management of mechanical aortic valve thrombosis during pregnancy", was reviewed. The article presented a case study of a 43-year-old female patient with a history of aortic stenosis in the presence of a bicuspid aortic valve. It was reported that on an unknown date, an unknown 19mm st. Jude medical / abbott mechanical aortic valve was implanted. The patient was started on warfarin (dose 7.5 mg/day) with a target international normalized ratio (inr) of 2.5-3.0. It was then reported on an unknown date about 5 years later, the patient became pregnant, stopped warfarin, and started subcutaneous low-molecular-weight-heparin (lmwh) 4000 ui b.i.d without monitoring of anti-xa activity. At the 28th gestational week, a routine transthoracic echocardiography (tte) showed a marked increase in mean transvalvular gradient (50mmhg), suggestive of prosthetic valve thrombosis. After referral, a transesophageal echocardiography (tee) confirmed thrombus (6x6 mm) on the prosthetic aortic valve with severe stenosis. Fluoroscopy showed reduced leaflet motion. Intravenous unfractionated heparin (ufh) was started and shifted to lmwh after 2 weeks with stable patient's clinical conditions. The patient had weekly transthoracic echocardiograms which showed no changes in the gradient or the dimensions of the thrombus on the prosthetic aortic valve. Fetal growth was monitored throughout the pregnancy and was normal. At 36th weeks, lmwh was interrupted 24 hours before a planned cesarean section that was entirely uneventful. Twelve hours after delivery, combined treatment with lmwh 100 ui/kg b.i.d. And warfarin was started, switching to warfarin alone after 5 days at the average dose of 7.5 mg daily (target inr 3.0). After delivery, the patient remained asymptomatic and hemodynamically stable. After one month from discharge, transesophageal echocardiography showed normal function of the prosthetic aortic valve with a significant reduction of transvalvular gradients and the absence of thrombus. [The primary and corresponding author was (B)(6).